Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit, an unspecified number of false resistant isoniazid results were obtained. Upon molecular testing, no isoniazid resistant mutations were detected. There was no report of patient impact.

Manufacturer narrative:
Investigation summary - mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). The customer did not provide a batch number, photos or returns for this complaint investigation. Trending was done on the appropriate databases for bactec mgit 960 sire kit (material 245123), and no quality notifications have been taken for performance on any batch produced and inspected in the last 12 months. The complaint history was reviewed for material 245123 and there are no trends for performance on any batches in the last 12 months. Bd will continue to trend complaints for this issue. This complaint cannot be confirmed.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown; h4. Device manufacture date: unknown. E1. Initial reporter phone #:(B)(6). The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit, an unspecified number of false resistant isoniazid results were obtained. Upon molecular testing, no isoniazid resistant mutations were detected. There was no report of patient impact.